Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 558 mg/dl with trace ketones. Elevated blood glucose was addressed with a correction injection via manual injection. Customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.